Event description:
The following has been reported: clinical value analyst reported: patient running tpn and lipids on 2 pump set up. The pump alarmed and would not run. Rn changed infusion to multiple pumps, then changed tubing and infusion worked. When lipid tubing was examined, cartridge had leaked a small amount inside the pump and the solution had cemented the cassette dial into place so infusion could not be adjusted, resulting in pump alarm. A preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The reported leak could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) poor welding of the cassette, 3) over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was issued in order to determine exact root cause. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.